Event description:
Information was received indicating that the patient was referred to his neurologist at the end of (B)(6) 2017 due to an increase in seizures the patient was experiencing. The device was interrogated and it was noted that diagnostics were within normal limits and the battery was not depleted. The increase in seizures was described as transient since the patient's seizure levels were back to "normal" levels when the patient was seen later in (B)(6) 2017. No additional relevant information has been received to date.